Event description:
Reporter stated that pt was in the transport chair and the front wheels came off causing anne to fall to the ground. Reporter stated that she had to call 911 to assist in getting her mother up. Reporter did not state that pt was injured.